Event description:
It was reported that the customer was hospitalized for high blood glucose and mild diabetic ketoacidosis. The blood glucose reading was 538 mg/dl. The customer complained of dehydration and experienced kidney issues. She stated that the doctor thought she was having a heart attack, but she was given a nitroglycerin patch and stress test on her heart, it was found that the issue was dehydration. She noted that she had had an infection the week prior and had been fighting high blood glucose leading up to the event. She collapsed after her blood glucose kept rising. She noted that the meter indicated a bad insertion site. The most recent blood glucose reading was low at 54 mg/dl, which was treated with food. She previously reported battery issues with the insulin pump and had the battery cap replaced, but she did not feel comfortable using the device. She noted that the replacement battery cap helped a bit. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, motor tests and displacement test. There was no unexpected low battery or cosmetic damage noted.